Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that pulse generator interrogation displayed the message -data not read- for battery data. Reinterrogation gave the same result. As battery data could not be assessed, the pulse generator was explanted and replaced.